Event description:
It was reported that the customer experienced issues with the charging port. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance or troubleshooting, and no additional action was required.